Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) note: correct placement of the electrode array against the fundus is important to safe and effective treatment. If part of the electrode array or the distal edge of the external sheath is seated in the endocervical canal during treatment, there is an increased risk of endocervical thermal injury. (B)(4).

Event description:
A pt had an uneventful and successful novasure endometrial ablation and a laparoscopic tubal ligation "a little less that one year ago" (exact date unk). "Approximately 3-4 months ago (exact date unk) the pt began to have midline uterine discomfort" which did "not respond to further conservative therapy". On ultrasound a "hematometra with a collection of fluid at the uterine cornu" was seen. The pt was afebrile and "all other labs were within normal limits". The pt and physician are considering a hysterectomy in the near future.